Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the superficial femoral artery that was mildly calcified. The supera stent would not release from the delivery system after it was thought to be deployed, so it was pulled back into the sheath and safely removed from the anatomy. There was no reported adverse patient effect or a clinically significant delay in the procedure. Another supera stent was implanted to complete the procedure. No additional information was provided.